Event description:
Co received info that this lead, serial number 012888 and sn 012883 were removed from svc for insulation failure. Co also received info that two large patch leads leads model 0041. Sn 205089 and sn 204901 were also removed from svc for insulation failure. A serious injury report was filed on the model 0041. Implant date 1/27/92. Out of svc date 11/2/95. Total implant time - 45 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.